Event description:
Rep reported that due to a broken shunt, the device was revised. The catheter appears to have partially separated from the distal end of the siphon guard. Csf accumulated in the area resulting in an infection. The pt was treated for that issue.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.